Event description:
The company received a report where it was claimed that the tube was inserted on (B)(6) 2011. It was reported that an air leak alarm was activated several times and the nurse found that the tube fell off the patient on (B)(6) 2011. The caller reported that extubation and reintubation of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
Part number # 317-70 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.